Manufacturer narrative:
(B)(4). Results and conclusion: (endoleak).

Event description:
An endurant aui stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm diameter abdominal aortic aneurysm, approximately two months ago. Vessel morphology was reported as iliac arteries with moderate tortuosity, no thrombus, and mild calcification. The aortic neck was 28 mm in diameter at the renal arteries and 11 mm in length from the renal artery to the top of the aneurysm. It was reported that the physician coil embolized the left internal artery and the endurant aui stent graft was successfully deployed. The final angiogram demonstrated that there were two type IV endoleaks; the first location was at the transition (narrowing) in to the aui, and the second was at the distal end of the graft. The physician modelled the stent graft with a reliant balloon. The endoleak was less, however, not completely resolved. No additional clinical sequelae were reported and the patient is fine. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).